Manufacturer narrative:
D10 concomitant products: sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm (lot#: n3b0174y), sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm (lot#:n4c1931y), sigphandle, sig power sigphandle handle (serial#: unknown), sigpshell, sig power sigpshell control shell (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the thoracoscopic lobectomy procedure, it could be used normally in the blood vessels and bronchi, but when it was time to use it between the lobes or interlobar resection, an issue occurred where the firing could not be done. A second cartridge was replaced, but the issue did not change, and although the cartridge could be opened and closed, it was unable to fire. A competitor's product was brought out and used to resolve the issue. There was no patient injury.